Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory via review of the device image. The cause of the bvvi was due to firmware reset from telemetry interruption caused by user error. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented to the operating room for implant procedure. Prior to implant, backup vvi operation was noted on the pulse generator. The device was not implanted. It was noted that the patient did not experience any adverse consequences as a result.